Manufacturer narrative:
Failure analysis revealed that all operating currents were within specification. Off no power alarm did function properly and passed the self test. No unexpected failed battery test alarm noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the pump alarmed a failed battery test. She stated that the battery has been replaced five times. During troubleshooting, it was discovered that the spring on the battery cap was corroded. The customer's mother securely fastened a new battery and the pump did not alarm failed battery. The current blood glucose reading was 220 mg/dl. No further information was provided.